Event description:
It was reported by service report that the scale was not accurate and the bed cable had bent pins. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Bent pins in bed cable.